Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump possibly had an insulin on board calculation issue. The patient felt as though the bolus calculator with iob was not subtracting it all the time. The patient claimed that the issue was consistently occurring after lunch around 5-7 pm. She mentioned that she would have low blood glucose (bg) levels after bolusing for lunch. Typically, the patient explained that her bg's would be around '200 mg/dl' at the time of the bolus. Then, 2 hours later, the patient claimed that her bg's would drop to the '60-70 mg/dl' range and she would have symptoms of shakiness, feeling hot, and having a racing heart. The patient mentioned that she would treat herself with carbohydrates. She denied seeking or receiving medical intervention during the time of concern. The pump's basal rates were confirmed as being correct. The pump's date/time, I:c ratio, isf, bg target, and iob settings were correct. The anm representative involved in this contact explained to the patient how the iob is calculated. The patient was walked through an example bolus and the pump reportedly calculated correctly. The patient refused to perform additional troubleshooting. She felt as though all the pump's settings were correct. The patient admitted that she was working with her health care provider (hcp) for dosage adjustments. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a low bg levels with symptoms suggestive of severe hypoglycemia. However, at this time, it is unclear if the pump, use-error, and/or diabetes management factors contributed to the patient's injuries. No issues were found with troubleshooting of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.